Manufacturer narrative:
The distal portion of the reported oad driveshaft was received for analysis. The oad driveshaft had been cut and only the distal portion of the driveshaft was returned. No damage or abnormalities were observed on the returned driveshaft and crown that would have contributed to the reported event. Additional analysis was unable to be performed as only a portion of the oad was returned. At the conclusion of the device analysis, the reported perforation and surgery were unable to be confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. A separate device issue that occurred during the same procedure is captured in 3004742232-2021-00183. (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID#: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for use in a 90% stenosed lesion located in the moderately tortuous mid left anterior descending artery (lad). The lesion was unable to be wired with a microcatheter or a non-csi guide wire, and the lesion was wired with the viperwire guide wire. The oad was unable to be passed through the lesion on glideassist mode, and oas treatment was started at the proximal edge of the lesion. After two treatments on low speed, a perforation was observed. An intra-aortic balloon pump was inserted, and surgery was performed. The vessel was compressed with forceps, and the vessel was sutured. Following the procedure, the patient was recovering and stable.